Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.